Event description:
It was reported that prior to starting a da vinci si surgical procedure that the cobra grasper instrument stopped working and the blue housing would not stay closed. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. The reported complaint of the instrument blue housing would not stay closed was confirmed. Two of four housing snap tabs and all four adjacent housing pins were broken. The housing could be removed as a result of damage. Engineering concluded the damage may be due to mishandling. An additional observation found the instrument pitch cable was frayed at the distal clevis hub. No damage as found at the clevis. The frayed segment was approximately 0.03" in length. No other cable damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.